Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level is 404 mg/dl. Customer had ketones and was treating their blood glucose using a manual syringe. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised that the reservoir change resolved the issue and there was no alarm message during manual prime. Troubleshooting confirmed the insulin pump works properly and customer will call back if issues persist.